Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The most probable root cause was identified as an anticipated procedural implication. Product disposed.

Event description:
A 5-pack hydrothermablator (hta) procedure set with tenaculum stabilizer and disposable heater canister was used during a therapeutic hydrothermal ablation procedure in 2008. (Patient age and weight unknown). According to the complainant, the procedure was being performed under general anesthesia. There was no fluid alarm, but 7 minutes into the procedure, the fluid started going down and it was mentioned to the physician. The physician noticed fluid was coming out of the cervix. Upon examination, they noticed a small burn on the cervix, probably a 2nd degree burn. There was no treatment applied to the burn at this time. The top layer of skin came off but there was no bleeding. The physician considered the procedure completed due to length of time that the procedure was performed. There is no further information available regarding the patient.